Event description:
It was reported approximately one month post implant of an implantable pulse generator (ipg) system the patient developed a systemic infection. The ipg system was removed and the ipg was repurposed and used as a temporary external pacemaker along with a new right ventricular (rv) lead. This was then replaced by a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.